Event description:
It was reported the cervical lead was unable to provide effective therapy due to high impedances. As such surgical intervention was undertaken wherein the lead was replaced and therapy restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.